Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states end user called and stated the commode is cracked along the leg. Seat was cracked on both sides.